Manufacturer narrative:
E1. Phone number continued: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, folds, waves, rotation, capsular contracture baker grade iii.

Event description:
Healthcare professional reported unknown side implant rupture, capsular contracture baker grade iii, folds, waves, and rotation. Device has been explanted.